Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm monopolar curved scissors instrument making abnormal movements from small inputs by the surgeon. The instrument had also moved on its own without any inputs from the surgeon. The customer replaced the monopolar curved scissors and continued the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm monopolar curved scissors instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was visual inspected internal and external; no issues was identified. The instrument passed the cut test. The grip blades opened and closed properly. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The reported complaint could not be replicated nor confirmed during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon¿s head was inside the console. It occurred when the surgeon was manipulating instruments from the console. The movements of the instrument were exaggerated. The movement of the instrument was very quick and not in the direction it had been intended but rather appeared to curl upon itself in a 180-degree movement. There was no injury to the patient as the fault was quickly recognized.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter spoke to the team involved on this case and they have confirmed they have checked and visually inspected the instrument prior to use - no frayed cables, and on white indicator.

Event description:
Refer to h11 for follow-up information.